Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed the spring on the rod holder is broken at the screw hole location. The design is appropriate for the intended function. The spring feature is very similar to a variety of other synthes instruments for a similar application. It is concluded that this complaint is inconclusive from a product design point of view. The manufacturing evaluation revealed one leaf spring was broken at the retaining screw while the other was cracked in the same position. The cutter corresponds to the drawing and processes at the time of manufacture. The spring width, hole diameter, material wall between the hole edge and the end of the part and the spring thickness were all inspected and found to be conforming. The material and hardness were also checked and also found to be conforming. The spring broke due to a corrosion tension crack (possibly caused from cleaning in the closed position where the spring is under tension). It is concluded that this complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that during a procedure for a t3-pelvis posterior spinal fusion, the tips broke off of the coronal rod bend-left for 5.5mm rods and the coronal rod bend-right for 5.5mm rods while bending rods. The broken tips were retrieved and another set of benders were used. The spring for the rod holder broke. The broken spring was retrieved. Surgeon was able to successfully complete the surgery. X-rays confirmed that all broken pieces were retrieved. This is report 3 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.